Manufacturer narrative:
The device mechanism has been received. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
During testing at the user facility the device alarmed with a s321 (motor error - pmc left) malfunction alarm code. Prior to testing, the device had been returned to the biomedical department with a report of "pump flashes red and alarms"". There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. No additional information was provided.